Manufacturer narrative:
The malfunction was observed during review of the device's history log; however, the device was put through extensive testing without duplicating the malfunction. The processor/bridge/pace board was replaced as precaution. The device was recertified and returned to the customer. Analysis for reports of this type has not identified an increase in trend.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a follow-up report when our investigation is completed.

Event description:
Complainant alleged that the device failed self-test. Complainant did not indicate that there was any patient involvement in the reported malfunction.